Manufacturer narrative:
The device has been returned and evaluated by product analysis on 7/17/2017 with the following findings: a review of the pump¿s black box data history showed a pump reboot after a call service 088 alarm and replace battery alarms. During visual inspection of the pump, it was observed that the battery compartment had two cracks. There was moisture observed behind the display screen and corrosion in the battery compartment. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. The test battery cap was able to fit the pump and maintain an electrical connection. During rewind step, the pump emitted a cs078-0008 alarm. The initial "power¿ complaint was unable to be adequately investigated due to an inability to run the 24 hour basal program. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked and there was intermittent power in the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.